Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, functionality testing and stress testing without duplicating the report. An internal inspection found that the flow screen was dirty. The flow screen was replaced as a precaution. The device was recertified and returned to the customer. Review of the logs found no errors related to the report. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "self check failure -1003" error message. Complainant indicated that there was no patient involvement in the reported malfunction.